Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient's previous implantable neurostimulator (ins) was in overdischarge. It was reported that the rep got involved 2 months ago and they could not resurrect the device. The patient just quit using their therapy since they were pain free for years. When the patient tried using the therapy again, they were unable to use it. The patient met with the rep to resurrect the issue and do a physician mode recharge (pmr) but could not get it up and running again. It was reported that the patient's reflex sympathetic dystrophy (rsd) syndrome had returned. It was later clarified that the patient was implanted for complex regional pain syndrome (crps). The patient informed the rep that the crps went away so they didn't need the stimulator and the battery died. The patient stated that their "crps came back with a vengeance." The manufacturer representative tried to interrogate the device that was dead at their first meeting and then the patient stated that they hadn't needed the device for years. The battery was dead so they were unable to interrogate. At the time the rep tried to bring the ins out of overdischarge, the course of action had not been decided. Then later it was removed. Explant of the device was done on (B)(6) 2015 where the patient received a new stimulator.